Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called in because she was getting the poor communication screen on the pp. The patient didn't have the antenna over her implant. It was noted that after placing the antenna on her implant the patient was able to communicate and adjust stimulation. Therapy was on and patient increase amplitude. The patient reported symptoms were noted as patient had a bad day which was why she wanted to use the pp. Patient said it wasn't as bad as it usually was bit she had trouble with control and had a "mess". The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.